Event description:
My mother died with her CPAP machine on. She went to the doctor for a year up to her death complaining of how she felt after wearing her CPAP. She even went to the doctor a week before her passing and her doctor noted that he has tried everything for what seems like a sinus like infection that wouldn't go away. Her doctor made sure that I reported her death to CPAP and I have sent them 2 letters and numerous phone calls. I have not received any communication regarding my mother case from philips but I have had multiple calls with them when I reported her device numerous times. Each time I called in the beginning her information was not in the system. In december 2021, a rep told me over the phone that her machine was one they was really looking for and no amount of money could bring her back. In june 2022, a rep called and requested the machine for testing but I could not get anything in writing saying they wanted the device for testing or how I would get the results. My mother had seizures mostly at night while wearing her machine faithfully and there is no doubt in my mind or her doctors that the CPAP was related to her death. Never smokes, never drunk alcohol, only had one child which is myself and I was 30 years old at time of her death. FDA safety report ID# (B)(4).